Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to order a display assembly. There was no patient involvement.